Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique via a 6f sheath hole prior to a premature ventricular contractions (pvc) ablation procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, no blood return was observed from the marker lumen of a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the pvc ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.